Manufacturer narrative:
Additional information: the lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the current information a definitive root cause of the reported event could not be determined.

Event description:
It was reported that the lens haptic ruptured the capsule bag. According to the surgeon, the lens haptics has 'sharp' tips. The lens was placed in the sulcus and left inside the patient's eye. Reportedly, the patient's prognosis is good. No information has been rec'd regarding the delivery device used during the implant. Additional information has been requested.

Manufacturer narrative:
The device remains implanted; therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.